Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.4 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1 ml (+/- 5%). The device also passed testing by sounding an audible alarm tone during an alarm condition. Based on the data verified, hospira could not attribute the issue to the device. The pump history was downloaded at the mfg facility. A review of the pump history indicates that there was no programming for the reported event date of (B)(6) 2010. The last programming occurred on (B)(6) 2010. On (B)(6) 2010 at 0923, line a was programmed to deliver at a rate of 1 ml/hr with a vtbi (volume to be infused) of 839.8 ml and the delivery was started. At 1139, the delivery on line a was stopped and the device was turned off. At 1140, line a was programmed to deliver at a rate of 1 ml/hr and vtbi of 837.6 ml and the delivery was started. Within the same minute, the device alarmed n250 (door opened while pumping). The delivery was stopped and restarted at the same rate. At 1144, the delivery on line a was stopped and the device was turned off. At 1145, the device was turned on, the power switched to battery, and then the device was turned off. At 1146, the device was turned on and alarmed with e437 #509 (software failure, turn off fault). Within the same minute, the device was turned off. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device did not deliver. Line a of the device was programmed to deliver 1000 ml of normal saline at a rate of 75 ml/hr and the delivery was started. No further programming parameters were provided. After an unspecified length of the time, the customer contact reported the green flow indicator was blinking indicating that the pump was delivering; however, no drips could be seen in the drip chamber and reportedly the pump was not making the "typical pumping noise." It was reported that forty five minutes later, the clinician attempted to "troubleshoot" by unplugging the device from the ac power outlet. After the device was plugged back into the ac power outlet, the device visually displayed error code "509" with no audible alarm tone. The device was removed from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Through requested, no add'l info was provided including if the therapy was resumed using a replacement device.